Manufacturer narrative:
At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events; type 3b endoleak and aneurysm sac growth (5mm over 32 months).the final patient disposition was unknown. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned, no evaluation completed. The most likely cause of the compromised stent graft integrity was related to the strata graft material. No procedure or user-related issues were determined. Additionally, unable to identify off-label or cautionary product use conditions that contributed to the event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient initially implanted with a bifurcated stent and a suprarenal aortic extension. Patient presented to the emergency room for dehydration and a computed tomography (CT) completed showed the patient had a potential type 3a or type 3b endoleak. The physician has consulted with the patient and the patient has not agreed to a secondary intervention at this time. To date the patient has not been scheduled for a secondary intervention and there have been no additional adverse events reported for this patient.